Manufacturer narrative:
(B)(4). Customer returned the pump for alleged pump error alarms found on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No pump error alarms noted during testing. A review of the history files reveals on 5/28/2022 the pump alarmed pump error at 10:00 and 15:00 and then again on 5/31/2022 at 11:00. The power management report confirmed power error was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due connector resistance on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, and pillowing keypad overlay. Pump error alarms are confirmed due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer reported power error. The customer was able to successfully clear the alarm and complete the pump rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.